Event description:
Reportedly, a 'device alert' and 'pint failure' occurred. The control board was replaced to resolve this issue. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).